Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller (serial number: (B)(6)) was confirmed via the submitted log files; however, it was not reproduced. The submitted system controller event log file captured backup battery fault alarms on 12feb2026 and 13feb2026 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Review of the downloaded log files revealed additional backup battery fault alarms due to the backup battery not passing the load test on 15feb2026 and 16feb2026. Despite the observed alarms, the system appeared to be operating as intended until the driveline was disconnected on 18feb2026, appearing consistent with the reported controller exchange. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The provided information stated that troubleshooting included performing system controller self-tests, reseating the battery, and replacing the battery, however the alarms did not resolve. The controller was ultimately exchanged. No further related events have been reported at this time. A root cause for the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Section 5 of the IFU, ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 of the IFU, ¿system operations¿, explains how to properly replace the backup battery. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Section 6 of the patient handbook, also describes how to properly care for all heartmate equipment, including the heartmate 3 system controller. Section 10 of this document, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery alarm. The patient performed system controller self-tests, and the alarm did not resolve. The backup battery was reseated and then replaced without resolution. Log files were submitted for review. The log files captured intermittent backup battery fault alarms starting on (B)(6) 2026. The emergency backup battery (ebb) fault was due to the ebb failing the load test. Per technical services, since this was recurring issue, there was likely a fretting corrosion present in the ribbon connection from the controller. A controller exchange was recommended. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.